Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned inside it's original packaging opened. Upon visual inspection, the secondary box was noted to be from a strap25 with the re-labels of the strap12 with lot skmkbl. The box was relabeled in other site. As part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event as per conditions of the returned device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a strap12 device inside an opened original packaging with strap25 product data on the label. Based on the actual product review, the event described labeling identification confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Corrected h3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned inside it's original packaging opened. Upon visual inspection, the secondary box was noted to be from a strap25 with the labels of the stra12 with lot skmkbl. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A quality notice has been generated to determine further investigation and decision on additional action required.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and absorbable straps were used. During the procedure, it was found that the box was for strap25, but it said strap12 on the sticker. Another device was used to complete the case. There were no adverse consequences to the patient.